Event description:
It was reported that the patient had twiddlers syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: (B)(4): the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).